Event description:
It was reported that the user experienced loss of dexcom g7 glucose values on the ilet while values continued to display in the dexcom app; the issue was addressed by navigating the ilet menu to switch cgm sensor settings from g6 to g7 and starting the sensor, after which glucose values resumed on the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a communication or configuration issue between the ilet and the dexcom g7 that was resolved through device setting reconfiguration, indicating normal device function once properly configured. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.